Event description:
On 29-aug-2025 the end-user reported that on (B)(6) 2025 they were hospitalized after experiencing hypoglycemia with blood glucose (bg) levels of 64 mg/dl. The end-user was transported to the hospital by ems, treated with oral carbohydrates, and discharged the same day with no reported long-term effects.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.